Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas pro ise analytical unit. Prior to patient testing, it was reported the customer replaced the ise electrodes and performed a successful calibration and qc. It is unknown if the patient's initial result was reported outside the laboratory. The sample was repeated on a different cobas pro ise analytical unit. The patient's initial na result was 146.2 mmol/l. The patient's repeat na result was 140.2 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer reviewed the customer's calibration and qc results and the results were acceptable. The field service engineer found the ise vacuum nozzle sealing to be chipped and the diluent vessel was not evacuating the vessel properly. He replaced the diluent vessel and vacuum nozzle. He cleaned the ise unit and adjusted the diluent and internal standard nozzle assembly. He performed ise checks, conditioned the electrodes and the flow path, and precision testing. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.